Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported hypotension could not be determined. Additionally, hypotension is listed in the instruction for use (IFU) as a known possible complication of mitraclip procedures. The reported required medication, hospitalization, and medical intervention are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report after the procedure, the patient needed catecholamine support and ventricular assist device was implanted it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4+. Two clips implanted, reducing mr to 3-4. The clips functioned as intended. However, during the procedure the patient needed additional medication for support during the whole procedure due to low blood pressure. After the procedure, the medication was not able to be reduced due to worsening of the patient¿s condition, the low blood pressure. The clips remained stable on the leaflets and there was no evidence of tissue damage. A ventricular assist device was implanted to stabilize the patient. No additional information was provided.